Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error 4 message when inserting a strip into their freestyle flash blood glucose monitoring system. During the course troubleshooting with adc customer service, it was identified that the meter's calibration code was set to a value of 18, and the unit of measurement setting had changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.